Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was attempting to give a correction bolus and the numbers kept scrolling up. Customer's blood glucose was 115 mg/dl at the time of the incident. Customer removed the battery but she received a battery out limit alarm. Customer was able to clear the alarm. Customer stated that she ran with the pump for about an hour with the pump attached to her pants. Customer was able to clear the alarm but the keypad didn't seem to be functioning properly. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.